Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found with no evidence of physical damage. Visual inspection and three separate delivery accuracy testing were performed. The customer's concern regarding failed accuracy was unable to be confirmed. According to the investigation, delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The investigation reported no fault found, therefore no actions required.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -8.75% during testing. There was no patient involvement.